Event description:
The customer received questionable cortisol results for one patient sample. The patient was undergoing a dexamethasone suppression test. A pre dexamethasone sample and post dexamethasone sample were collected from the patient. The pre dexamethasone sample was collected (B)(6) 2010 and tested (B)(6) 2010. The pre dexamethasone sample initial cortisol result was 21.26 nmol/l. The post dexamethasone sample was collected (B)(6) 2010. The post dexamethasone sample initial result was 21.85 nmol/l. The customer suspected the results were not correct and repeated the samples. The original pre dexamethasone sample was repeated,the result was 337.9 nmol/l. The original post dexamethasone sample was repeated, the result was 1486 nmol/l. These results were reported after consultation with the head of the department, he also recommended a 24 hour urine cortisol be performed. The customer repeated the samples a second time. The pre dexamethasone result was 333.1 nmol/l. The post dexamethasone result was tested twice generating results of 20.54 nmol/l and 20.7 nmol/l. A corrected report was sent to the doctor. The patient was not treated based on the incorrect results and the patient's current condition is unchanged. The cortisol reagent lot number was 158798.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clips were scissoring. They completed the procedure with a new like device. There was no patient consequence reported.